Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 83 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Customer attempted to self treat by consuming carbohydrates. Customer was waiting in the ER and declined follow up, no additional information could be obtained.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.